Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported right side ¿signs of rupture discovered on ultrasound and confirmed via MRI¿. Healthcare professional later reported capsular contracture baker grade I. Device remains implanted.

Manufacturer narrative:
Clarification to b3 partial date of event: feb. 2025 was provided. Laboratory analysis summary the device related to the reported event of rupture and capsular contracture was received on june 17, 2025, with lot number 3373883. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage and more than three openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and nicks striated was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side ¿signs of rupture discovered on ultrasound and confirmed via MRI¿. Healthcare professional later reported capsular contracture baker grade I. The device has been explanted.